Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead eroded through the skin and was extracted also due to infection. This rv lead was explanted. No additional adverse patient effects were reported.